Event description:
It was reported that endocarditis occurred. A left atrial appendage (laa) closure procedure was performed and a watchman flx laa closure device was implanted. On (B)(6) 2021, the patient developed endocarditis which required a pericardiocentesis. Approximately 500cc of serum fluid was removed out of the pericardium. The implanting physician believed it was an inflammatory response. The implanted device looked good and there were no concerns with the device.